Manufacturer narrative:
Block b3: exact date unknown, event occurred three months after implant date.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent explant procedure. No further information has been obtained.